Event description:
In 2002, I began having problems with my right hip replacement revision that was done in 1988. The surgery was performed in july at the hosp by dr, he stated the replacement should last 10 to 15 year. Things went well until 2007. I went back to hospital, they informed that the replacement was defected and I needed to have another replacement, the surgery was performed in 2007. Dates of use: 2002 - 2007.